Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction. It was confirmed that the patient effect of death was deemed unrelated to the study device and procedure. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was not returned and there was no reported device malfunction. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances for the lot. The reported patient effect of death as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with the mitraclip procedure. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is being filed for patient death of unknown cause. It was reported that on (B)(6) 2011 a mitraclip was successfully implanted in a patient with functional mitral regurgitation (mr) reducing mr from 3 to less than 1. Approximately 3.5 years post clip implantation, on (B)(6) 2014, the patient died in his sleep at home from unspecified causes. Per the physician, it is not assessable to determine if the death is related to the implanted clip. There was no additional information provided.

Event description:
Subsequent to the previously filed report, additional information was received that the patient experienced cardiac arrest on (B)(6) 2014 and expired. The death certificate listed the immediate cause of death as cardiac arrest resulting from esophageal cancer. The physician has now indicated this patient death is unrelated to the mitraclip device. No additional information was provided.